Manufacturer narrative:
As of 06/16/2020 retained samples were submitted to the lab for testing with no defects noted. In addition, aso reviewed records of biocompatibility tests.

Event description:
On the initial report received on 5/19/2020 consumer stated the nasal strip tore skin from her nose upon removal. Consumer sought medical attention at dermatologist.